Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display did not respond. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the top right part of the screen was unable to be selected and the stylus was misaligned and jumping away from the stylus position. Calibration was attempted but the deviation became bigger and a main board, display cable, and touch controller board were tried without improvement. The computer platform (cp) was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.